Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the tube was placed on (B)(6) 2024 without any abnormality. There was no abnormality during the period. 15:30 on (B)(6), the nurse in charge of the pre-punch sealing tube found that the peripheral dressing was wet, to find out the cause of the leakage of the PICC interface, and then invited the static therapy nurse consultation to replace the connector, replacement of the PICC back to the blood, the punch sealing tube smooth and no extravasation. Timely detection, no harm done. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a groshong nxt connector was returned for evaluation. An initial visual observation of the photograph showed the nxt connector placed in a patient¿s arm. The distal and proximal connector pieces appear to be assembled correctly. Use residue was observed on the sample. While there was a mark on the distal end of the extension tubing, no details of the damage could be discerned due to the quality of the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.